Manufacturer narrative:
(B)(6). The device was manufactured november 13, 2017 - november 15, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow fully during patient infusion. The device was filled with an unspecified dose of 5fu and the infusion was scheduled to infuse over 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.